Event description:
The patient underwent lar procedure due to rectal cancer on (B) (6) 2010. End to end anastomosis was performed 4 cm from the anal verge using the car device. The device was fired but an anastomosis was not created. The procedure was ended with the creation of an end colostomy. No further information is available.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). The device's production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. No further information is currently available and the device was not retrieved for evaluation. Therefore no conclusions could be drawn in relation to the event or the device.